Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: ¿operation manual warnings and cautions¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had an air leak. There was no patient/user harm or injury reported due to the event. When the device was returned and evaluated, it was observed that the illumination lens adhesive was detached, causing a gap in the glue. Upon further inspection dirt had entered the lens through this gap, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was air leakage due to holes in the curved rubber causing lack of maintenance to the watertightness. Upon further inspection dirt had entered the illumination lens through a gap in the adhesive; this gap was due to physical handling. It was observed that there was cracking of the illumination lens due to tip collision caused by external factors. It was also observed that the forceps elevation angle was insufficient due to wear of the forceps wire. Also, abnormal noise was observed when the forceps lever was in operation. It was observed that the bending angle was insufficient due to elongation of the angle wire. It was also observed that there were wrinkles in the insertion tube due to external factors. Also, it was observed that the suction cylinder was scraped. Dirt that was difficult to remove was observed on the following components due to insufficient cleaning: insertion tube, the operation part and on the universal cord. Scratches were observed on the following components due to external factors: tip cover, insertion tube, operation part, curved rubber, curved rubber adhesive part, switch 1, the switch box, the up and down angle fixing lever, the right/left knob, operation unit cover, the grip, universal cord, the scope connector side of the universal cord and, on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.